Event description:
Roche diagnostics sells accu-chek aviva blood glucose meters. I purchased one in february at pharmacy. After getting abnormally high readings, I found an "urgent recall notice" in the bottom of the packing material in the box. The notice identified the serial numbers being recalled, which included the meter packed in the same box! This total lack of quality control is putting the general public at risk. If the manufacturer can put a recall notice in the box, they should not rely on the patient to check if they are shipping defective merchandise. I believe an FDA order should be issued to roche to recall all of these meters and replace the recalled ones on their own, rather than leaving this to the general public.